Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and found to be at elective replacement indicator (eri). The patient was comfortable with the beeping tones, and elected to not have them deactivated. Approximately 1 week later, the patient reported that the beeping tones had stopped. A guidant technical services (ts) consultant recommended interrogation of the device to determine if it had reached end of life.